Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy 202 ventilator. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device¿s obm pca (oxygen blending module circuit board) required replacement as calibration did not resolve the issue. Additionally, the whisper cap was missing, the obm gasket and blower bellow were contaminated, and the pollen filter required replacement due to preventive maintenance. The device passed all final testing.